Event description:
Healthcare professional reported "right implant deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening sharp assessed as an unidentified (tear) opening (shell thickness was within specification). ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed in the surface. ¿ yellow particles observed in the device. No further actions are required as the device was implanted. Additional, corrected and/or changed data: d.4, d.9, h.3, h.6.

Event description:
Healthcare professional reported "right implant deflation." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.